Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative regarding a patient receiving morphine (5 mg/ml at 1.228 mg/day) via an implanted pump. It was reported the pump pocket was revised due to the pump causing pain at the iliac crest. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. The pocket was revised on (B)(6) 2020 and the issue resolved. The patient's weight was 63 kg.